Event description:
Jacket was difficult to retract. Contralateral wire was caught on hooks. Used guiding catheter to resolve. Jacket guard was stuck and handle dismantled. A stent was placed to improve limb flow.